Event description:
A pt underwent a single-level kyphoplasty procedure at level t8. It was reported that when filling the vertebra with cement on the right side, the balloon on the pt's left side remained in place. When the physician deflated the balloon on the left side, he had difficulty removing it. When the balloon was finally removed, the treating surgeon noticed cement on the distal tip of the balloon. Additionally, the balloon was separated from the proximal end in the middle. It is believed fragments of the balloon may have remained in the pt. The doctor filled the void with bone cement. The procedure was completed successfully and the pt's status is good.

Manufacturer narrative:
Method - device not returned for eval; follow-up info from company representative.